Event description:
The facility reported to customer service a pump with depleted batteries. This event occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 02 2007. Evaluation summary:the reported condition of a pump with depleted batteries was confirmed. During inspection of the device failure code 570:320:844:0000 was found in the pump's event history. Inspection of the device found that the failure code, and reported condition was due to depleted and potentially damaged batteries. The batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA, which was opened on april 1, 2005.continued from h9:6000001-2/25/05-004-c6000001-12/13/05-019-c